Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 349-520 mg/dl; cause was not known. A correction bolus was delivered via the pump to address bg. Reportedly, the customer declined troubleshooting with tandem technical support.